Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up a proximal type I endoleak was seen. There was a piece of calcium on the right side of the aortic neck which was thought to be the cause of the endoleak. A palmaz stent was implanted and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related: piece of calcium). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (anatomy related: piece of calcium).